Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, break in tubing approximately 2 inches from cylinder. No other adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2014 and removed/replaced on (B)(6) 2021 due to a break in the tubing approximately 2 inches from the cylinder.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached exhaust tubing were received for evaluation. Abrasion was noted on the longer exhaust tubing of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tubing of the pump. This is not a site of leakage. No functional abnormalities were noted with the pump. Partial separations, surrounded by abrasion, were noted on the exhaust tubing of cylinder 1. This is not a site of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the detached exhaust tubing. The information received indicated that the device had a tubing break approximately 2 inches from the cylinder, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.